Manufacturer narrative:
Balt USA reference #(B)(4). Conclusion of investigation pending analysis from legal manufacturer, balt extrusion. This reported complaint concerns a balt extrusion device. As legal manufacturer, balt extrusion is responsible for the all post-market activities including the investigation, root cause, and customer follow-up related to this complaint. Balt USA commercializes a similar device in the us market which is also manufactured by balt extrusion, and has initiated this complaint for the sole purposes of evaluation for potential reportability under united states MDR requirements. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.

Event description:
It was reported that: "the patient was arteriovenous malformation. The selected microcatheter was used to glue the blood vessel supplying the malformation mass in the middle cerebral artery. The blood vessel was thin at the distal end, so magic1.2f was selected for the distal glue treatment. 007 guide wire was selected to slowly operate the microcatheter into the blood vessel supplying the malformation mass. The microcatheter was place well, and then 1 ml empty needle was selected to smoke and radiography check. When pushing the contrast agent, there was no contrast agent outflow at the distal outlet of the microcatheter, and there was contrast agent outflow at some proximal positions. At the same time, there was developer outside the blood vessel. The rupture of the microcatheter led to blood vessel rupture and bleeding. Then immediately replace the same microcatheter at 007.traction to the same position, angiography found no further bleeding, and then applied glue to treat the deformity mass. After same microcatheter was replaced and the operation was completed successfully"